Event description:
Customer reported a false positive results obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated that the patient took a test on the alinity and the results came back positive. The patient then took another test at a non curative test site the same day and the results were negative. This is why the patient questioned the results as they had no adverse reactions. The customer stated all the tests the patient took had been pcr tests. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: the sample ids (sids) provided by the customer could not be found in the log files. Therefore, the sids could not be reviewed and the lot number was unknown. Therefore, this investigation was completed with lot number unknown. Customer data review: result log files could not be reviewed as the sids were not found. Quality data review: device history record / batch record review the DHR could not be completed as the lot number remained unknown. CAPA / non-conformance review: a CAPA review could not be completed as the lot number remained unknown. Complaint history review: a lot specific complaint history review could not be completed as the lot number remained unknown. Based on the results of the investigation elements, a product deficiency was not identified for alinity m sars-cov-2 amp kit (list 09n78-095) lot unknown.